Event description:
It was reported by service report that the brakes were not holding. It is unk if there was pt involvement; however, no adverse consequences reported.

Manufacturer narrative:
Brake cam.